Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3; reference MFR. Report: 1627487-2018-10522, reference MFR. Report: 1627487-2018-10745. It was reported the patient received an implant on (B)(6) 2018. The patient also received a stent on (B)(6) 2018. The patient suffered a heart attack, and developed a urinary tract infection and pneumonia after the procedures. Surgical intervention was undertaken on (B)(6) 2018 to explant the system. The patient developed a hematoma after being placed on blood thinners, which was reportedly the reason for the system explant.

Manufacturer narrative:
Corrected data: per further device information gathered, the patient was originally implanted with only one lead. Therefore, the initial report submitted under the MFR report number of this report was submitted in error.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2018-10522, 3006705815-2019-01284.